Event description:
It was reported that the evening after the right ventricular lead was implanted, the patient complained of not feeling good. The physician noted that the lead had perforated the patient. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.